Event description:
It was reported that the device exhibited an episode of inappropriate automatic mode switch (ams) caused by oversensing electromagnetic interference (emi) during surgery. The patient was asymptomatic and will continue with regular follow-ups.